Event description:
It was reported to philips that the live monitor was blank with a solid green led on an allura xper fd10 f. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service scheduled a monitor replacement and the system remained in limited use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).